Event description:
I bought the circul sense ring by bodimetrics because their website said their ring provides blood pressure (https:// circulsense.com/products/circul-ring-heal th-monitor). So, I trusted it and started relying on its blood pressure readings. But it is not accurate at all and messed up my hypertension medication dosage. Please take them off the market. They're dangerous.